Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check this device was beeping due to unstable pacing impedance measurements on the right ventricular (rv) lead. No noise was noted, but a lead fracture was suspected. Therefore, the follow-up schedule was increased. No adverse patient effects were reported.